Manufacturer narrative:
Device analysis: visual analysis of the returned device identified, the weight the device within specification, deformation and crease fold. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "breast lymphoma." When the device was explanted "there was some fluid within the pocket that was sent to cytology" and confirmed "abnormal cd4+/cd30+ large t-cells identified, consistent with anaplastic large cell lymphoma." While the marker of cd30+ has been reported and pathology has been received, the marker of alk- has not. Affected side is left. The device has been explanted.

Manufacturer narrative:
Continued h6: health effect - impact codes: f2201, f2203, f2303.

Event description:
Additionally, patient representative reported patient experienced left side "seroma, extreme swelling," "anxiety, mental and emotional suffering, fear, grief, anxiety, apprehension, anguish and fear due to risk of bia-alcl," "diagnosis of bia-alcl," capsular contracture, baker grade unknown, "heat sensation," "significant pain," "rashes, itching," "infection," "change in nipple sensation". Histopathological markers confirming alcl have not been received. Treatment was noted as device explant with full capsulectomy, mastopexy and chemotherapy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Healthcare professional reported left side "breast lymphoma." When the device was explanted "there was some fluid within the pocket that was sent to cytology" and confirmed "abnormal cd4+/cd30+ large t-cells identified, consistent with anaplastic large cell lymphoma." While the marker of cd30+ has been reported and pathology has been received, the marker of alk- has not. Affected side is left. The device has been explanted.